Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was scratched and hard to read. Insulin pump rejected new batteries. Customer stated that the insulin pump making grinding noise during the rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Unit received with all no button response due to flattened button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to verify excessive no delivery alarm, drive or motor anomaly, rewind anomaly, failed battery alarm, missing segments or partial display and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.